Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.3; (B)(6) 2011, 1.4, lab: >9.0.

Manufacturer narrative:
Investigation pending.